Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, collar, and tip were microscopically and visually examined. Inspection found the shaft detached from the collar. There was no other damage or defect found during device analysis.

Event description:
Reportable based on device analysis completed on 03nov2022. It was reported that the device failed to cross lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A guidezilla ii, 6f long catheter-guide extension was selected for use. During the procedure, it was noted that the device could not cross the lesion due to calcification. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed that the shaft detached from the collar.